Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due the device was empty. The device was removed and replaced for a new ipp. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available. Additional information received. The device was replaced due to a leak in the system. The implant procedure of the explanted device was in 2016. The device was not sent back to bsc. There were no further patient complications.